Manufacturer narrative:
A complete manufacturing and material records review for the device model pvs23 and sn (B)(4) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2021, a perceval valve model pvs23 was implanted as part of an aortic valve replacement procedure through rat. After implantation, during the echocardiogram check, bleeding from the perceval stent side occurred. There were difficulties in controlling the bleeding. The procedure was performed as indicated in the IFU, but due to the phenomenon that occurred, the surgeon determined that the operation could not be performed with the currently used product, so they explanted perceval medium size and the bentall operation was performed replacing a conventional valve (magna ease). No bleeding occurred this time, and the operation was well completed without any abnormality in the patient¿s condition after the operation. The patient remained stable during the procedure. Regarding the patient's baseline conditions, it was reported that severe calcification of the ascending aorta was identified. Prior to decalcification the pre-operative annulus measured 19.5 and the sino-tubular junction was 23.4. No device malfunctions were reportedly noted at the time of implant.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on 13 may 2021. The returned valve prosthesis appears in general good storage conditions, with slight blood traces. The visual inspection confirmed that the valve received has no pre-existing defects. The height of each leaflet was verified using the specific tool and resulted in compliance. The dimensional analysis confirmed the compliance of the returned prosthesis with the manufacturing specifications required for a perceval valve model pvs23. Based on the investigation performed, the reported event cannot be explained by any factor intrinsic in the involved device. No device malfunctions were identified in the returned prosthesis, as also confirmed at the time of implant based on the case history reported. Based on the perceval valve instructions for use (IFU), the perceval size m (pvs23) is indicated for an aortic annulus diameter of 21-23 mm. Given that the patient¿s pre-operative annulus dimension measured 19.5mm, it can be deduced that the perceval m/pvs23 was oversized at the time of implant. The valve oversizing (use error), in the presence of severe calcifications of the ascending aorta, may have caused or contributed to the intraoperative bleeding reported.